Manufacturer narrative:
An event of leaflet incomplete coaptation and thrombus found upon explant of the device was reported. The device was returned to abbott for investigation and found torn cuff. Both leaflet were intact and able to open and close freely. The valve was unable to be rotated freely. Hydrodynamic testing upon return to abbott indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing at the time of manufacturing, and the product met all specifications. The cause of the reported incomplete coaptation could not be conclusively determined. No thrombus was found upon device return. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 23mm masters series heart valve with expanded teflon was implanted. The leaflets were functioning normally until early (B)(6) 2025. On (B)(6) 2025, there was "concern that the valve may have become stuck." Echocardiography was performed which showed stuck leaflets. Thrombus had accumulated at the pivot and the valve was explanted. Upon explant, leaflet function was tested and "were stuck due to material adhered to the pivot." A new 25mm non-abbott device was implanted. The patient was reported to be in stable condition.